Event description:
It was reported that intraoperative blood leakage was found in the pipeline during liver transplantation surgery. The device was replaced immediately when the problem was found. No patient injury was reported.

Manufacturer narrative:
A sample was not received to perform an investigation; however, two pictures were received. A visual examination of each picture found no anomalies. A device history record (DHR) review was performed, and no issues were noted during manufacture. No root cause of the reported problem could be determined. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).